Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the implantable pulse generator (ipg), information received observed an occurrence of invalid data in the cardiac compass category. Review of information indicated the issue is related to time offset change where the device clock was adjusted in a backward manner, combined with high percentage ventricular pacing. Subsequently, based on the time offset, the device stored more than 24 hours worth of sequence counters causing the percentage ventricular pacing to be unable to calculate a total for one day. This would result in an invalid data error for that specific day. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated cardiac compass data was missing/invalid. If information is provided in the future, a supplemental report will be issued.